Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention (pci), removal difficulty was encountered. Vascular access was obtained via a radial approach. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. While the physician attempted to advance a 4.0x38mm promus element drug eluting stent system into the lad, the non-bsc guiding catheter disengaged. The physician had difficulty retrieving the stent system back into the guiding catheter. He suspected there was a flare in the proximal stent edge and thus preventing it to be retrieved back into the guiding catheter. As a result, he cut the hub of the stent delivery system and used a snare device to retrieve the stent delivery system. The physician used another guiding catheter to engage into lad and used a total of 4 synergy stents to finish the procedure. The procedure was completed successfully. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the catheter strain relief and the hub/manifold of the catheter detached. The catheter strain relief and hub/manifold were not returned for analysis. Stent strut rows from the proximal end to the mid-section of the stent were stretched and damaged so the proximal end of the stent was located approximately 2 mm proximal to the proximal end of the proximal markerband. The balloon and tip of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Contrast media was present within the inflation lumen, therefore indicating that the device was prepped for use. A visual and microscopic examination found that the hypotube was kinked at several locations along its length. No other kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention (pci), removal difficulty was encountered. Vascular access was obtained via a radial approach. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. While the physician attempted to advance a 4.0x38mm promus element drug eluting stent system into the lad, the non-bsc guiding catheter disengaged. The physician had difficulty retrieving the stent system back into the guiding catheter. He suspected there was a flare in the proximal stent edge and thus preventing it to be retrieved back into the guiding catheter. As a result, he cut the hub of the stent delivery system and used a snare device to retrieve the stent delivery system. The physician used another guiding catheter to engage into lad and used a total of 4 synergy stents to finish the procedure. The procedure was completed successfully. No further patient complications were reported and the patient's status is good.